Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had display anomaly and blank display. Customer's blood glucose at time of incident was unknown. Customer stated the pump had full blank screen and was advised to insert new battery and got a blank screen. Customer advised the pump did self-test up to 7 and turned totally black and unable to continue troubleshooting because of full blank screen. Customer was advised that the pump will be replaced.